Manufacturer narrative:
The unit passed the basic occlusion test and the displacement test. There were no motor error alarms. The motor was tested outside of the device and passed. However, unable to prime the unit during prime-compromised force sensor system test due to a faulty force sensor resistor. The unit was received with minor scratches on lcd window and cracked battery tube threads.

Event description:
The customer called in to report a motor error alarm during a basal rate. The blood glucose reading was 180 mg/dl. The customer reported feeling 5 vibrations prior to the alarm. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The customer declined to return the device for analysis.